Event description:
Pt to undergo tracheostomy. Initial surgical incision was made. Equipment not functioning properly. Pt transferred to acute short term hosp for trach. Pt has no adverse signs, symptoms or change of condition during the procedure.